Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician wanted a different pacing vector for left ventricular (lv) pacing to obtain a better biventricular response. The lv lead had a low diaphragm stimulation threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.